Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13f014 was manufactured june 2, 2013 ¿ june 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that after a planned 24-hour infusion on an infusor elastomeric device, no solution infused. This event occurred during patient use. No patient injury or medical intervention was reported. No additional information is available.